Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00319. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00231.

Manufacturer narrative:
Per additional information received, this is a duplicate of ge healthcare complaint (B)(4), which was not reportable. Initial information captured for this event was not accurate. Other text: per additional information received, this is a duplicate of ge healthcare complaint (B)(4), which was not reportable. Initial information captured for this event was not accurate.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor found a leak from the bellows housing. The bellows housing was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit had the leak from the bellows housing and the mechanical ventilation is not available. There was no reported patient involvement.